Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited a high pacing lead impedance of more than 2,000 ohms. Additional information was received that there was a suspected rv lead fracture and a lead revision was planned. All other parameters were within range. Subsequently, the patient underwent a revision procedure where this system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrocautery marks in the header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequenty, the right ventricular (rv) lead was analyzed and revealed fracture. The fracture was confirmed to be the cause of the high, out of range, pacing impedance measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)